Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04946. It was reported that diagnostics indicated high impedances on one of the leads. In turn, surgical intervention was undertaken wherein one lead was explanted and replaced. Therapy was restored after surgery. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.